Event description:
It was reported that the insulin pump alarmed no delivery. Customer also reported issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 600 mg/dl. Customer stated that the sensor cannulas are badly bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.